Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the small dust particles were found inside the arterial blood needle during arterial blood sampling. There was no reported patient harm or adverse event.

Manufacturer narrative:
The reported complaint regarding the sample could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review found no discrepancies or anomalies relevant to the complaint.

Manufacturer narrative:
D4 - lot #, d4 - expiration date and h4 - device mfg date: updated.